Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn: (B)(6), +25.0d) was explanted due to dysphotopsia and a non-lal intraocular lens (+28.00d) implanted as a replacement. Rxsight's first awareness of this event was on 01/10/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).